Event description:
On (b)64) 2011, pt reported experiencing elevated blood glucose readings for 4 days while using her primary infusion device. Pt is using a competitor's infusion set. Pt stated, she switched to her backup infusion device and has had no concerns in the past 4 days. Pt reported on (B)(6) 2011, she began to experience elevated readings in the 400-500 mg/dl range. Pt stated, she self treated with manual injections. Pt's normal blood glucose range is 75-250 mg/dl. Pt reported, she called her clinical specialist on (B)(6) 2011 and was advised to continue to use the infusion device and bolus along with manual injections. Pt stated, she removed the infusion set on (B)(6) 2011 and replaced it with a different type of infusion set. Pt reported when she removed the infusion set, the infusion set cannula was bent and she later told her clinical specialist. Pt stated, she also mentioned that she had difficulty inserting the infusion sets and noticed blood around the infusion site at times when she removed them. Pt reported, the clinical specialist came to her home on (b)(6 2011 and assisted with changing her infusion set and setting up the backup infusion device. Pt stated, her blood glucose has returned to normal range. Pt reported, she noticed for several days in the morning when she woke up, the infusion device would display an a1 (cartridge low) alert when she had sufficient insulin in the insulin cartridge. Pt stated, she would silence the alarm and would have no concerns until the next morning. Pt reported, she would change the insulin cartridge before an e1 (cartridge empty) error message would appear. Pt stated, this issue has not occurred with the backup infusion device. On follow up, clinical specialist reported she will check alarm history on follow up with pt. Advised to notify competitor regarding infusion set's bent cannula. Product was replaced and requested return of the alleged product for evaluation.